Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the alarms are not alarming correctly with the premature ventricular contractions (pvc). The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The following communications were performed: it was reported that the travel nurse was stating the monitors in all her patient rooms were not calling pvcs correctly. A philips remote service engineer (rse) asked permission to troubleshoot but the travel nurse stated she did not have time to troubleshoot that she had patients to care for. The nurse requested field service engineer (fse) onsite. The rse explained that for onsite they would receive a quote. The nurse stated she did not have the authority to approve that. The rse recommended to the nurse to engage the biomedical department. The biomedical engineer did not follow up. The rse closed the case after 7 days as there was no response from the customer site. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device due to insufficient information as the customer did not follow up after 7 days. The investigation concludes that no further action is required at this time.